Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified device appearance (an abnormal color is not observed in the device) and crease flat. It is not considered a defect because the device does not come in its original packaging and was also explanted. Weight measurement identified device weight to the specification. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: explants show different colours.

Event description:
Healthcare professional reported left side "removed 20ml murky fluid" which is considered serious and will be reported. Additionally, healthcare professional reported explant show different colors" and "yellowish color". "Capsular contracture, baker grade ii", "pain", "palpable - parallel - movable tumor sub mamma of 3 cm otherwise soft, no vascularization, not suspicious" these items are not serious and will not be reported. Device has been explanted.